Manufacturer narrative:
Device evaluated summary: as per service report, in the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. The joint is deformed. Cause for it is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of hernia involved in med (microendoscopic discectomy) procedure, levels implanted- l4/5. It was reported that intra-operatively, instrument could not be fixed. Product came in contact with patient, but there was no impact. There was no patient symptoms or complications reported as the result of this event. There was no delay in overall procedure time.